Manufacturer narrative:
The device was returned to olympus. Based on the results of the investigation, a definitive root cause could not be determined. It is likely the noisy image occurred due to an electrical component failure. In regards to the black liquid, the material was identified as molybdenum disulfide, which likely occurred due to water immersion but the cause of why the material remained on the device could not be specified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the investigator indicates that the image was noisy, the cause of which was traced to a component failure. Additionally black water was observed coming from the handle and bending tube, likely due to water immersion causing the molybdenum disulfide to dissolve. There was no patient involvement.